Event description:
It was reported that the surgeon attempted to insert a screw through the 3.5mm quadrilateral surface plate/standard plate and the screw would not go into the plate. Also reported that while additional time of 30 minutes was added to the procedure no other apparent harmful effects were noted or observed and the procedure was successfully completed. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown part/screw/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.